Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on if the cartridge was removed outside of the load sequence, but no response was received. The customer's blood glucose was 80 mg/dl. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.